Manufacturer narrative:
The insulin pump passed self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The backlight functioned properly. No unexpected light turn on on its own was noted. The pump had cracked case at display window corners, minor scratched and cracked display window. The pump was received with high stop current due to faulty lcd driver.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack on the pump and the battery drains. The customer stated that the light turned on its own. The customer stated that the crack is on the upper right corner, above the up arrow and goes around the back of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.